Manufacturer narrative:
The lot number and product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info. Due to character restrictions in block e1 the full initial reporter's name is (B)(6). Full event site name is (B)(6).

Event description:
It was reported that the customer experienced frequent (holes) in multiple intra aortic balloon (iab) catheters when placed through axillary insertion. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4; e1 event site email; d9; g1 contact person ¿ mfg site; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion; h11 corrected fields: e1 event site telephone due to character restrictions in block e1. The full initial reporters names are (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: g1 contact person ¿ mfg site; h6 investigation conclusion.

Manufacturer narrative:
Updated fields: b4; g3; g6; h11. Corrected fields: d10.